Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead reversion episodes due to rv lead noise and chronically elevated capture threshold were observed. During the upgrade procedure to a biventricular pacemaker on (B)(6) 2020, the lead was capped and replaced. The patient was stable.